Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, nasal/throat irritation or soreness, eyes feel scratchy. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, nasal/throat irritation or soreness, eyes feel scratchy related to a CPAP device's sound abatement foam. The patient also stated that the device is noisy and that the power cord or power supply had caught fire. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown dark colored contamination was present on the exterior of the top enclosure under the right-side accessory door. Slight dust-like and fibrous contamination was observed on and around the iso port. Observed brown/gray and white unknown contamination at the air input of the blower box at the filter area. Single hair-like contamination was observed inside the bottom enclosure. They observed a light blue piece of plastic debris, consistent with a broken filter retention clip, in the bottom of the blower box. Dust-like and hair-like fibrous contamination was observed on the blower outlet seal. Slight black contamination at the blower seal of the blower box that is consistent with the keratin contamination was observed. An unknown (dust like) contaminant was observed on top of blower motor and on the inner rim of the bottom of the blower motor. There was no visible damage or functionality failures of the device, apart from a possible broken filter retention clip, which suggests that the source of contamination was external to the device. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer was able to confirm the complaint of a noisy device as an unusual ringing or whining sound was heard during operational testing. The manufacturer was unable to investigate the patient complaint of the power cord/supply catching fire as it was not returned with the device. Section h6 was updated.